Event description:
Patient had a PICC line in place for medications and nutritional support. The PICC line was unable to be flushed and a PICC exchanged was requested. PICC line was originally placed on (B)(6) 2013. While attempting to remove the PICC, the line was noted to have times where it was difficult to pull and with repositioning and warm compresses it would move. After removing about 5cm, the PICC line snapped and PICC was not able to be visualized from insertion site. The md was notified and the plan insertion site. The md was notified and the plan was to take the patient to surgery for removal. An x-ray demonstrated that the catheter was located from the knee to approximately t12 vertebrae. The catheter was retained in the saphenous vein and was extending up into the inferior vena cava. In surgery, the distal catheter was pulled out and then the proximal catheter was backed out. There was a moderate amount of resistance with removal of the proximal catheter b ut eventually it came out smoothly and the catheter was intact. A total body x-ray demonstrated no residual catheter.